Event description:
It was reported that during an implant attempt, it was difficult to extract and retract the helix of the lead. It was also reported that numerous turns were used to extract and retract the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the lead was stretched. It was also noted that the inner insulation was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.